Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience stent delivery system (sds) noted blood visible in the balloon and inflation lumen, consistent with a leak or rupture while in the patient anatomy. The balloon was loosely folded. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure (rbp) of 16 atmspheres, when it was observed that fluid was coming out of the inner member from the guide wire exit notch. Further analysis was performed and it was observed that there was a small tear in the inner member 7 mm distal to the guide wire exit notch, for a length of .5 mm. The balloon was able to fully inflate to rbp with no anomalies noted. In this case, as the balloon rupture could not be confirmed, it is likely that the tear in the inner member was what was perceived by the account as a balloon rupture as the balloon would lose pressure. An angiogram from the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted that there is one still image that shows a stent shadow in the mid lad and an inflated balloon just proximal to the stent shadow. The balloon itself appears to be fully expanded. There is an unusual radiopacity beyond and adjacent to the distal edge of the balloon that may be the irregularity noted by the user. There is difficulty judging from the single still image as to whether or not the sds balloon expanded irregularly. The tapers on the xience v sds are short suggesting that the extended radiopacity does not represent balloon contrast and irregular dilatation. Factors that may contribute to a tear in the inner member include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. As the balloon was able to be initially inflated to deploy the stent, it is likely that the inner member was not damaged prior to use. It is possible that the guide wire interacted with the inner member, resulting in the noted tear in the inner member. It was reported that after the supposed rupture, a dissection was noted and treated with another stent. Dissections are listed in the xience v instructions for use (IFU) as known adverse patient effects with coronary stenting procedures. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for reported difficulty inflating the balloon and the noted tear in the inner member could not be determined. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the procedure was in the left anterior descending (lad) artery and the lesion diameter 2.5 mm, lesion length 3.0 mm, mildly tortuous, mildly calcified, 90% stenosed, eccentric, and de novo. Pre-dilatation was performed using a 2.0 x 15 mm non-abbott balloon catheter, and a 2.5 x 28 mm xience v was deployed in the distal lad. The 3.0 x 18 mm xience v was deployed proximal to the deployed 2.5 x 28 mm xience v and the balloon inflated for a second time to appose the deployed 3.0 x 18 mm stent but the balloon ruptured at 12 atmospheres (atm). A dissection was noted from the distal end of the 3.0 x 18 mm xience v to the proximal end of 2.5 x 28 mm xience v stents. A 2.75 x 15 mm xience v was deployed between the 2.5 xience v and the 3.0 xience v. A 3.0 x 12 mm xience v was deployed at the lad to complete the procedure. There was no reported adverse patient sequela. Though requested, there was no additional information provided. Additionally, cine review by the physician after the procedure noted the 3.0 x 18 mm xience v balloon shoulder at the distal end was irregular during the first inflation attempt.